Event description:
My daughter had a medtronic vp shunt placed on (B)(6) 2015. On (B)(6) she was taken to the emergency room after exhibiting signs and symptoms that the device was malfunctioning. Over a period of 10 days her neurosurgeon reprogrammed the device 6 times, as the device kept changing the setting on it's own. On (B)(6), I took her to a second hospital, after her surgeon refused to further investigate or treat her, even though the manufacturer stated that it was not working as designed. The hospital contacted her surgeon as well, and he again declined to treat her. That is when they contacted a 3rd hospital and explained the situation. That hospital accepted her transfer, evaluated and treated her. They operated on her brain on the (B)(6) and found the device to be damaged. The device was replaced, the damage to the catheter was repaired and the device was sent to medtronic. They conducted their own investigation and determined that the device was in fact damaged, but could not determine when the damage happened. The surgeon that removed it said he found it that way. That leaves two options. Either the surgeon that placed it damaged it or the device fell apart on it's own due to a device integrity issue.